Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector experienced leakage. This is 1 of 2 related events. The following information was provided by the initial reporter: verbatim: ivf leaks were also observed around the luer lock and if you try to adjust it is very hard to disconnect from the needle.

Manufacturer narrative:
Investigation summary: multiple photos were taken of the device described as having leakage issues. The photo was enough to verify the complaint of leakage/ connection issues. The photo alone is not enough though to establish a root cause of the leak or connection issues. This material - mz5303 is one of the sets that has had a design change involving the male luer. The design change does not affect the integrity of the luer but it has changed this from a spinning luer to a fixed luer. A device history record review for model mz5303 lot number 23029012 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector experienced leakage. This is 1 of 2 related events. The following information was provided by the initial reporter: ivf leaks were also observed around the luer lock and if you try to adjust it is very hard to disconnect from the needle.